Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 526 mg/dl. Customer treated with the pump. Customer had symptoms of high blood glucose such as excessive thirst and urination. The time and date were incorrect and customer was assisted with correcting the setting. Customer had 2 no delivery alarms and 1 finish loading alarm. Customer performed the high pressure test and the pump passed. Customer did not want to replace the infusion set. Customer was advised to do a complete set change.